Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the work station hard drive. Replacement ordered. Upon receipt the replacement hard drive was installed and the system was found to be functioning as intended. System was placed back into service.

Event description:
It was reported that the 6800 system will not fully boot. No patient injury was reported.